Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a female patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. On unknown dates, the patient had "so much residual" when they went in for a refill. No patient symptoms were reported. Additional information has been requested regarding the event date, the cause of the event, the drug information and the actions taken to resolve the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from the consumer receiving intrathecal morphine. It was noted the medication had always been morphine. The patient's last appointment was on (B)(6) 2016 at 10:30am. There was "no change" in the circumstances that led to excess residual.